Event description:
Reportedly, the patient has passed. No date of death or reason provided.

Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, the patient has passed. No date of death or reason provided.